Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device malfunctioned, the jaws are closed. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was rec'd with the jaws in the closed position. Functional test was performed on the returned device and by pulling the trigger it released the jaws and it fed the remaining five clips: two scissor clips and three malformed clips. No anomalies were found with the jaws functionality as it did open and close as intended. However, the instrument was noted to have the advancer broken; therefore, causing feeding issues. An investigation has been initiated to determine the cause of this issue. The batch history records were reviewed with no anomalies noted during the mfg process.